Event description:
(B)(4).

Manufacturer narrative:
The patient cassette including the expiratory valve has been returned for investigation. The investigation has not yet begun. A supplemental medwatch report will be provided when the investigation is finished. (B)(4).